Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos revealed the reported pump cable superficial damage. A specific cause for the damage cannot be conclusively determined through this evaluation. Photos of the patient's pump cable were submitted, which revealed the reported damage to the outer jacket near the terminus of the inline connector bend relief. The underlying armor layer also appeared to be damaged, as the bionate layer was visible. A review of the submitted log files revealed the device operating as expected at the set speed. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 5 of the IFU "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with wires exposed on the pump-side driveline which was secured with rescue tape by the ventricular assist device (vad) coordinators. The log files were reviewed and there was no evidence of any type of driveline electrical conductor issue in the log file. The reported damaged to the percutaneous lead appeared cosmetic at the time. Continued application of rescue tape was recommended to protect the area. The device was functioning as intended.